Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80164. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava, filter tilt, filter migration, positioning issue and retrieval difficulties.based upon the available information, the definitive root cause is unknown.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model rf400f vena cava filter allegedly experienced filter migration, tilt, positioning issue, difficult to remove, strut detachment and perforation.this report was received from one source. This malfunction involved patient with no reported consequences. The 37 year old female patient weight was not provided.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode.the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, limb detachment and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf400f vena cava filter allegedly experienced some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the filter tilted with the filter becoming embedded in the ivc wall. Furthermore the device detached and a small limb is retained within the inferior vena cava at the level of the left renal vein and just below it. Initially there was an attempted but unsuccessful percutaneous removal procedure. The device was removed. This report was received from one source. This event involved one patient, gender,age and weight were not provided. This patient had no reported patient injury.